Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the (B)(6) 2022 on abdomen. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.